Event description:
Surgeon placed stapler through trocar and squeezed. Stapler did not fully fire and upon removing, staples were seen in surgical site. Staples were removed and procedure proceeded with not further issues. New stapler was used.